Manufacturer narrative:
The reported event of insulation abrasion was not confirmed. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-13176. It was reported the right ventricular lead was seen to be oversensing noise which caused pacing inhibition. The patient presented in clinic for a lead replacement procedure where the right ventricular lead was explanted and replaced successfully. During the procedure, the atrial lead was seen to have insulation damage under the suture sleeve so it was explanted and replaced as well. The patient was stable throughout.